Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites:   availmed - (B)(4) or baxter healthcare: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked from ports 1 and 2. This was observed during compounding in the pharmacy using an automated compounding device. Potassium phosphate (k-phos) was an ingredient being compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.